Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was report via trial that in 2008, the pt underwent direct stenting of the mid rca with two xience v stents. In 2009, the pt experienced chest pain and was hospitalized. A functional ischemia study was positive, but a myocardial infarction was not diagnosed. Diagnostic coronary angiography revealed in-stent restenosis of the stents placed within the rca. This was treated four days later, via percutaneous coronary intervention. The pt was discharged the following day. There is no add'l info available.

Manufacturer narrative:
Angina, ischemia, and restenosis, as listed in the xience v IFU are known adverse events associated with coronary stenting. These pt effects are not necessarily an indication of a product quality deficiency. It should be noted that the xience v IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The other xience v is indicated is being reported under the same MFR #.